Manufacturer narrative:
G4:09feb2021. B4:15feb2021. The manufacturer's field service engineer (fse) was dispatched to the site. The fse and 3rd party repair vendor attempted to cycle power on ac and battery and confirmed the reported problem. The fse replaced the power management board. After installation of the new pm pcba. The unit passed successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
The customer called into technical support (ts) reporting with the devices ac and battery connected, the unit will not power on, the power switch led is illuminated, but the battery led is not illuminated. The customer reported there was no patient involvement at the time the issue was discovered.